Event description:
The dealer states that the left side frame is broken where the back cane meets the frame. The dealer states that the patient wasn't aware it was broken. The dealer states she just went to service the chair.